Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the device alarmed failed battery test and then the device asked the customer to reset the time and date. The customer needed help to check the settings. The customer's blood glucose level was unknown. The customer was successfully assisted in reviewing basal rates. The customer declined to troubleshoot for the failed battery test alarm. Nothing was replaced or returned for analysis.